Event description:
It was reported that while connected to a patient, the external pulse generator shut itself off. Changing the battery did not resolve the situation, another generator had to be used. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, no electrical anomalies were found. It was noted that the upper and lower cases were contaminated, the ring cover was contaminated, two side bail covers were broken, the battery release, heart block, heart wire contacts and lead flex cover were contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard pad was cosmetically damaged.